Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, intermittent audio on the g5 mobile application occurred. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of an intermittent audio on the g5 mobile application was confirmed. The root cause was determined to be that the low alert was turned off & on multiple times and the high alert is set to vibrate only and will not make a sound.